Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation the piston was unable to detect the cartridge force and continued to force out all fluid until pump alarmed "no cartridge detected". The force sensor was found to be out of calibration, and the force resistance measurement was out of specification. Testing could not be adequately completed due to the load step malfunction. Unrelated to the load step malfunction, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r. (B)(6).